Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer via a company representative regarding a(B)(6) , female patient who was receiving morphine 5mg/ml at an unknown dose via an implantable pump for non-malignant pain and failed back surgery syndrome. On an unknown date, the patient's pump was not working anymore. No further information was known about what wasn't working. On (B)(6) 2015, elective replacement indicator (eri) occurred. In (B)(6) 2015, the patient's pump was programmed to stopped pump mode. The patient was receiving oral medications to control their symptoms since that time. On (B)(6) 2015, the pump was replaced due to eri. No patient symptoms were reported. Additional information has been requested to clarify the pump was not working anymore. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the ¿pump was not working anymore¿ was due to the elective replacement indicator (eri) that occurred on (B)(6) 2015. The patient wished to continue pump infusion therapy and the pump was replaced on (B)(6) 2015.